Manufacturer narrative:
Other, other text: no product sample was received for evaluation. This is a supplied item; the device history record (DHR) is at the supplier. No further information has been made available to date. Should additional information be returned pertinent to the investigation, a supplemental report will be filed. Operator of device were unknown. No information has been received to date. No product information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the catheter was difficult to insert. No patient injury was reported.